Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis broken into 2 sections. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break 23cm distal from the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion identified found no issues. A visual and microscopic examination found no damage the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27aug2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely calcified left circumflex artery. After passing a non-bsc wire, pre-dilatation was performed with a 2.5x112mmm non-bsc balloon catheter. A 2.50x32mm synergy stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detachment.